Event description:
It was reported that the patients ipg has reach end of battery life. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be returned as it was kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately sometime in (B)(6) 2023.